Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll; a review of the clinical data found that the presented heart rhythm did not meet the device's requirements for defibrillation and the device appropriately reported a "no shock advised" prompt. This investigation was closed as device meets specification. The device performed to all specifications throughout testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.